Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, abdominal air leaked from the device and the device was not able to maintain insufflation of the abdominal cavity. The inner pressure was 10 mmhg and the flow rate was 35mmhg/sec. Another device was used to complete the case. There were no adverse consequences to the patient.